Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400-500 mg/dl) with ketones and a bolus via the pen was used to address the bg level. The customer stated that the bg level responds when an insulin pen was used, but not the pump. As the high bg levels had occurred in the past, tandem technical support was unable to troubleshoot to help determine the cause of the events.